Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, a left femoral approach was taken. A pre-bav was performed, but when the flexnav ds was attempting to be introduced, it failed to cross the common iliac artery (cia). Its thought that this was due to the patients anatomy. The flexnav was removed and a plain old balloon angioplasty (poba) was performed on the cia. The flexnav was then reinserted but failed to cross at the same area. It was then decided to place a stent in the left cia and perform a post-poba. After the additional procedures, it was confirmed that the stenotic area had a vessel diameter of approximately 8mm. The implant procedure was able to be successfully completed. A perclose was used to obtain hemostasis, but was unsuccessful. The cardiovascular surgeon performed an open surgical approach at the hemostasis site. It was found that the vascular condition involved the inner layer of the blood vessel becoming detached and a dissection from the distal part of the stent to the puncture site. Thus hemostasis was not achieved using the perclose technique. The vessel was then replaced with an artificial graft. The surgeon assessed that the strong calcification and repeated device insertions and poba in the lesion with abnormal tissue caused the intimal peeling and dissociation. The patient's condition is stable. The pre-bav procedure was performed, but there was no significant change in hemodynamics. The lower limb vessels have no blood flow issues due to the artificial vascular replacement. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product and that the ds didn't cause any of the access site issues. There was no clinically significant delay during the procedure. The patient is stable. The physician didn't think there are any issues with the technique or the device itself, but was wondering where the borderline of calcification and tortuosity for being able to pass the ds was.

Manufacturer narrative:
An event of advancement difficulty and vascular dissection was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported advancement difficulty appears to be related to the patient¿s condition (strong calcification). The reported vascular dissection appears to be related to the circumstances of the procedure (multiple advancement attempts and plain old balloon angioplasty (poba)). The reported surgical intervention was a result of case-specific circumstances as repair of the dissection was performed. There is no indication of a product quality issue with respect to the labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, a left femoral approach was taken. A pre-bav was performed, but when the flexnav ds was attempting to be introduced, it failed to cross the common iliac artery (cia). Its thought that this was due to the patients anatomy. The flexnav was removed and a plain old balloon angioplasty (poba) was performed on the cia. The flexnav was then reinserted but failed to cross at the same area. It was then decided to place a stent in the left cia and perform a post-poba. After the additional procedures, it was confirmed that the stenotic area had a vessel diameter of approximately 8mm. The implant procedure was able to be successfully completed. A perclose was used to obtain hemostasis, but was unsuccessful. The cardiovascular surgeon performed an open surgical approach at the hemostasis site. It was found that the vascular condition involved the inner layer of the blood vessel becoming detached and a dissection from the distal part of the stent to the puncture site. Thus hemostasis was not achieved using the perclose technique. The vessel was then replaced with an artificial graft. The surgeon assessed that the strong calcification and repeated device insertions and poba in the lesion with abnormal tissue caused the intimal peeling and dissociation. The patient's condition is stable. The pre-bav procedure was performed, but there was no significant change in hemodynamics. The lower limb vessels have no blood flow issues due to the artificial vascular replacement. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product and that the ds didn't cause any of the access site issues. There was no clinically significant delay during the procedure. The patient is stable. The physician didn't think there are any issues with the technique or the device itself, but was wondering where the borderline of calcification and tortuosity for being able to pass the ds was.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.